Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time of 44 seconds. The monitoring voltage of the device was still in middle of life (mol). An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.